Event description:
Anesthesia technician identified contamination in the a-line tubing chamber. Upon pulling additional tubing, he determined that all products associated with lot #14837580 were affected. The impacted product was immediately removed from supply, and a product notification form was submitted. Manufacturer part number: 46010-33.